Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: the patient blood loss and unresponsiveness with subsequent transfer to the ER was a direct result of the patient¿s venous line connection to the patient becoming loose. However, per the clinic manger, there were no loose connections and no defect or damage found on the combi set at the initiation of treatment. Prior to the event, the patient safety and access checks were documented as completed with visible access. It is unknown what may have occurred to cause the venous bloodline loose connection approximately 2 hours after initiation of treatment. The combi set is unavailable for evaluation. Based on available information the cause of the loose connection leading to the patient¿s blood loss and unresponsiveness cannot be concluded.

Event description:
On (B)(6) 2019 a hemodialysis (hd) clinic manager reported that after two hours of treatment this male patient experienced a blood loss in excess of 100ml after the venous line connection to the patient became loose. Additional information was obtained through follow up with the clinic manager on (B)(6) 2019 and through medical records. This patient arrived "atto" the hd clinic for a scheduled four hour treatment. The patient was alert and oriented without complaints and no signs and symptoms of fluid overload. Pre-dialysis vital signs were weight (B)(6), blood pressure 166/96 (sitting), pulse 93 (regular) and respirations 20. At 11:00 hd treatment was initiated via left arterio-venous (av) fistula with no complaints, ultrafiltration (uf) on and patient access visible. Approximately two hours into treatment the combi set venous line connection to the patient became loose and resulted in a 1500ml blood loss. The patient was unresponsive. The last patient check, approximately 40 minutes prior to ending treatment, documented that the patient access was visible and uf was on. The fresenius 2008t machine did not alarm and the leak was noted as external with blood observed leaking from the venous line connection. There were no loose connections and no damage or defect seen on the combi set. It was also noted that there were no changes on the blood flow rate (450ml/min) or disruption in pressure that would have caused the venous line to become loose. Treatment was ended at 13:20. The patient was administered 3l of normal saline. Emergency medical services (ems) was called and the patient was transported to the emergency room (ER) with stable vital signs and alert and oriented. End of treatment data documents a 2.10 kg fluid removal with bp 144/84, pulse 96, resp 20 and temp 97.8. There is no documentation of any other treatment rendered to the patient prior to transport. Per hospital discharge summary the patient blood count was near normal and stable. The patient was discharged later that day. No further information was documented in the summary. Patient disposition is unknown. It was confirmed that the complaint device was discarded and is not available to be returned to the manufacturer for physical evaluation.